Manufacturer narrative:
The insulin was received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported via phone call, the customer was on vacation and noticed the reservoir area on the insulin pump looked broken. The reservoir wasn't locking in place in the insulin pump. The customer's blood glucose was 220 mg/dl. Customer stated the damaged looked like normal wear and tear. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return he device for analysis.